Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high shock impedance measurements. Boston scientific technical services (ts) reviewed the data stored via remote monitoring and observed there was a progressive and moderate increase of all leads impedance measurements since the previous year. Ts stated the trend behavior suggested changes were not related to a device impairment, but rather the patient's condition. Nevertheless, shock impedance exhibited measurements over 125 ohms. Therefore, in person troubleshooting and a commanded shock test were recommended. The patient will be checked in clinic. Nevertheless, the date of the check is unknown. The system remains in service. No adverse patient effects were reported.